Event description:
The facility representative reported a colleague 2006 pump with software (B) (4) with an 810:11 failure code. The event was reported to have occurred during pt use. According to the hospital representative, no pt injury or medical intervention had been reported related to the device. No additional info is available.

Manufacturer narrative:
(B) (4). Evaluation summary: the reported condition of 810:11 was confirmed in the event history file during product evaluation. Inspection of the pump found that this failure code was due to an out of specification air in line printed circuit board (ail pcb). All calibration verification was performed to address the initial reported condition. The pump was tested and returned within specification. This issue is currently being investigated under CAPA-(B) (4).